Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the recharger line where the two white arrows met was broken off. The patient stated that she called and was sent a replacement.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37651, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for the treatment of movement disorders. It was reported that the patient had a broken connector pin. The patient was sent a new desktop charger. The patient called back and asked about the location of the package, and it was determined that it had been delivered. The patient called again and stated that they thought that they had the wrong part, but was determined that the patient couldn't get it plugged in. The patient stated that the stimulation had stopped and the patient is shaking. The patient called again and was transferred to repair, where it was determined the connector pin was stuck in the recharger. The hcp stated that the patient was re-educated on how to charge as they had repeatedly allowed the ins to discharge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.